Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t-wave over sensing was observed. Reprogramming was recommended. No intervention was performed, the physician decided to monitor the patient only. The patient's condition is stable.